Event description:
A malfunction alarm was reported with code malf 15. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved after the customer reset the pump with assistance from technical support, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.